Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint as there was wash flooding the wash sink and by reviewing the reported errors in the error log. The fse was not able to reproduce the complaint because the errors were intermittent. The issue was resolved by lubricating wash probe z axis, replacing the drain pumps, and replacing wash probe # 3. Quality control (qc) results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. The drain pump (2x) (part # 022254) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the drain pump as the error could not be duplicated. The aia-2000, serial number (B)(4), was installed at the account on 15jun2018. A complaint history review and service history review for similar complaints was performed from 15jun2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2232 - b/f probe 2 overflow sensor failure: cause: the overflow sensor is detecting liquid continuously. Solution: clean b/f probe 3. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. 4473 - b/f probe 4 home overrun: cause: the home sensor activated improperly after movement of b/f probe 4. Operation is suspended. Solution: contact tosoh service center or local representatives. The probable cause of the reported issue was not identified as the issue could not be duplicated during functional testing of the returned part.

Event description:
A customer reported getting error messages 2233 b/f probe 3 overflow sensor and 4473 b/f probe home overrun on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.